Event description:
It was reported that pericardial effusion (pe) and core wire detachment occurred. A concomitant procedure consisting of non-boston scientific (bsc) pulsed field ablation followed by a watchman left atrial appendage (laa) closure procedure was performed under transesophageal echocardiography (tee) guidance. Following completion of the ablation, a 35mm watchman flx pro closure device and delivery system (wds) was introduced via a watchman trusteer access system (was) into the laa. During contrast injection through the system, the wds advanced forward without manipulation of the core wire and the closure device became inadvertently detached from the delivery system component, resulting in unintentional deployment within the laa. Imaging demonstrated the closure device was severely canted, with partial contact against the posterior wall and partial exposure within the left atrium. Attempts to retrieve the closure device using a snare and subsequently a non-boston scientific (bsc) retrieval device were unsuccessful. During retrieval attempts, a trace pe was identified on imaging, localized to the left side of the heart, without hemodynamic compromise. The procedure was aborted, and the patient was transferred to the operating room for surgical intervention. The closure device was successfully removed surgically, and the laa was ligated. The pe that occurred during the retrieval, remained stable and did not require intervention. The patient was reported to be stable postoperatively and during hospitalization. The patient was then discharged.